Event description:
Implant broke post-op. Initial procedure was performed in 2002. Six months post-op. Pt is having discomfort and decision was made to have an MRI. Pain continued and it was decided for a revision surgery. Event was received through the legal department. This device is used for treatment.